Event description:
It was reported that during use of bd viper¿ lt system, an unspecified number of false positive patient results were obtained. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report (1119779-2025-05444) was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd viper¿ lt system, an unspecified number of false positive patient results were obtained. There was no report of patient impact.